Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11th march 2206, it was reported by an arthrex employee via email that for an ar-1934bcf-2, suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, ve5 with #2 fiberwi re® and #2 tigerwire®, after the anchor was implanted into the labrum, the surgeon tied the labrum up and then explored the acetabulum. He found that some of the anchor was exposed inside the hip, so had to extract the anchor and insert another one. This was detected during a hip arthroscopic labral repair surgery on (B)(6) 2025. The procedure was completed successfully by using another new anchor. Bone quality of patient was normal.there was no patient harm and no secondary surgery needed.